Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-00275. It was reported that there was guidewire detachment and vessel perforation. The target lesion was located in the moderately/severely tortuous and severely calcified proximal of right coronary artery (rca). A 1.50 mm rotalink plus and rotawire were selected for use. During the procedure, it was noted that the target lesion was penetrated by the burr and was bleeding. The physician performed surgery and underwent bypass to treat the emergency case. The procedure was not completed due to this event. Furthermore, it was noticed that the wire became detached during the first ablation. The device was completely removed from the patient's body. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device has the wire broken near to the distal section (the distal tip was returned) at 318 cm from the proximal section and the wire is kinked in the middle of the device. Dimensional inspection revealed that the overall length couldn't be measured due to the device condition (wire broken near to the distal section). Outer diameter (od) of distal tip couldn't be measured due to the device condition (distal tip was not returned). The od of near to the broken section, middle of the device and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-00275. It was reported that there was guidewire detachment and vessel perforation. The target lesion was located in the moderately/severely tortuous and severely calcified proximal of right coronary artery (rca). A 1.50 mm rotalink¿ plus and rotawire were selected for use. During the procedure, it was noted that the target lesion was penetrated by the burr and was bleeding. The physician performed surgery and underwent bypass to treat the emergency case. The procedure was not completed due to this event. Furthermore, it was noticed that the wire became detached during the first ablation. The device was completely removed from the patient's body. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.